Manufacturer narrative:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2019. The device was explanted and shipped back to boston scientific return product department to determine root cause. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this boston scientific representative contacted boston scientific technical services. The patient was seen in-clinic for a scheduled follow-up. The boston scientific representative commented that this device triggered elective replacement indicator (eri) on (B)(6) 2019. It was noted that the device was using 516% of power by normal parameters. In (B)(6) 2018, the remaining longevity was 5 years. This patient was not enrolled in latitude and the boston scientific representative was planning to e-mail a save-to-disk. A review of the save-to-disk data from battery diagnostic indicated that the power consumption of this device had been increasing for over a year. The expected power consumption was about 33 uw; however, this device was consuming 220 uw and the power consumption is expected to continue to increase. It was confirmed that this device had triggered eri on (B)(6) 2019. It was recommended that the device should be explanted. The device had sufficient battery capacity to support therapy and replacement for at least 28 days.